Event description:
It was reported that a reveal implantable cardiac monitor showed more than 1000 episodes of bradycardia and asystole due to undersensing of r waves. The device has been explanted and is no longer in use. No patient complications were reported due to this event.

Event description:
It was reported that a reveal implantable cardiac monitor showed more than 1000 episodes of bradycardia and asystole due to undersensing of r waves. The device remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.